Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced multiple pump stoppages while supported by the power module and was admitted to the hospital. Numerous low speed and low voltage advisory alarms were noted in the patient's event history and the pump stoppages were reproduced in the clinic by manipulation of the driveline. It was reported that a section of the driveline was covered in rescue tape approximately 3 inches from the system controller connector and manipulation of this area on the driveline produced pump stoppages. The distal-end, external portion, of the driveline was replaced by a member of the manufacturer's technical services team and no further low speed or pump stoppage events were reported.

Manufacturer narrative:
Approximate age of device - 1 year and 8 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The replaced portion of the driveline, approximately 4 inches from the connector, was returned for evaluation. Rescue tape was present from approximately 1.5" to approximately 3.5" from the metal connector. The silicone sleeve was returned cut starting at approximately 1.5" from the metal connector to the point of severance. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. Deformation of the bionate was identified near the metal connector. Breakdown of the metal shielding was identified near the metal connector. Visual inspection identified a breach near the metal connector on the red wire, and abrasion on the orange wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage, the underlying red wire conductor was exposed. The red wire represents a redundant wire in motor phase 3. The reported red heart alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.